Event description:
The pump was returned for investigation. Investigation revealed that the down arrow was intermittently unresponsive. There was evidence contamination under up arrow, down arrow and contrast key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/18/2013.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: evaluation revealed that the keypad was intact; the keypad buttons were worn, which has no effect on insulin delivery function. The down arrow was intermittently unresponsive. All other buttons responded appropriately. The keypad was removed and contamination was found under the up arrow, down arrow, and contrast buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).